Event description:
It was reported that lead noise was observed. Lead provocative test was performed and no lead noise was reproduced. A chest x-ray was performed as well and no lead issue was able to be indicated. Lead impedance and threshold values were stable. The high ventricular rate episode was suspected to be due to lead noise. Lead replacement, programming changes or to monitor the lead damage were recommended. There were no patient consequences.